Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4 d9 h3, h4, h6: part #: 319.006 synthes lot #: h663676 supplier lot #: h663676 release to warehouse date: 06 mar 2019 supplier: avalign technologies-nemcomed no ncr's generated during production visual inspection: the depth gauge f/scr ø2+2.4 meas-range up-t (p/n: 319.006, lot #: h663676) was received with the needle component bent. No other visual issues were identified. Functional inspection functional testing was performed by attempting to slide the body along the slider. There was resistance during sliding due to the bent needle. Can the complaint be replicated with the returned device(s)? Yes: the reported complaint condition of jammed/seized could be replicated as the bent/off-axis needle creates resistance when sliding, contributing to the complaint condition. Dimensional inspection: the needle shaft diameter was measured to be within the specification. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Complaint confirmed? Yes. Conclusion: the complaint condition of jammed/seized is confirmed for the returned device as the bent/off-axis needle creates resistance when sliding, contributing to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during distal radius procedure on (B)(6), 2021, the surgeon couldn¿t use the depth gauge as it just kept jamming up. The procedure was successfully completed without any surgical delay. There were no patient consequences reported. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).